Manufacturer narrative:
(B)(4). Physio-control advised the customer to replace their device due to the device age and no warranty available.  The device was not returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing its charge-pak and attention icons and the device would no longer power on. &#1288;ere was no report of any patient use associated with the reported issue.